Event description:
It was reported that the device shows the ok icon, but it won't turn on when opening the lid. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.